Event description:
It was reported that the distal tip of the drill guide broke off from the shaft. Note, the broken piece was still attached when the drill guide was removed from the patient.

Manufacturer narrative:
Alleged failure: as stated: "prior to drilling the pilot hole for the nanotack anchor, the distal tip of the drill guide broke off from the shaft. The broken piece was still attached when the drill guide was removed from the hip joint. There were no patient consequences and another drill guide was used to complete the case." The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the distal tip of the drill guide broke off from the shaft. Note, the broken piece was still attached when the drill guide was removed from the patient.